Event description:
During follow-up, noise leading to oversensing and loss of pacing was observed on the right ventricular (rv) lead. Noise could be reproduced with provocative testing. During revision, damage was observed on the rv lead near the suture sleeve. The lead was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported events of oversensing noise and insulation damage were confirmed. As received, a complete lead was returned in one piece. Electrical testing found internal shorting. Visual inspection of the lead found suture tie impression at proximal region of the lead. Dissection of the lead found the inner insulation was breached/damaged in this location. The cause of the reported events was due to damaged/breached inner insulation due to suture tie forces.